Manufacturer narrative:
A review of the DHR and inspection records was conducted for the reported lot number and no deviations or non-conformances were found. There were no similar complaints reported in the lot. One sample was returned for review. Visual inspection of the sample confirmed signs of use with the presence of dried bodily fluids at the catheter tip. The catheter was functionally tested with a colored water filled syringe and leakage was found. Therefore, the reported issue of leakage will be confirmed. Probable root causes could be related to the mishandling of the product during assembly, unit storage, packaging, or in the user environment. Since a definite root cause could not be established, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter indicated "this aren¿t PICC lines we typically use and borrowed them from another hospital in the city, (B)(6). We received this lines on friday and since we¿ve had 3 break- we have only inserted three. These lines are fairly small, 1.9fr so they are fragile but this is not something we generally see. We insert many small piccs here as we service a (B)(6) hospital. The line has a visible droplet of fluid around the 3cm mark which was noticed by the ward nurse after insertion. Intervention: lines was removed, replaced, and IV started. There are three medical device reports associated with this event. This report represents the second report.